Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe plunger rod was broken/damaged. The following information was provided by the initial reporter: "I just received word concerning 2 - 3ml syringes that the plungers were not seated correctly so when drawing blood it was bubbling in the syringe. I have completed our pits form and provided the screenshot below which contains all the information that I have available. This occurred yesterday 12/28/23 in the nicu, however at this time, this lot number is still in use and I have not been informed of any other instances." Item#309657.